Event description:
It was reported that a malfunction occurred on the customer's pump. The issue caused the customer's blood glucose level to exceed 500 mg/dl. No actions were initially taken by the customer, and no third-party assistance was required. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if any issues reoccurred.